Event description:
According to the info received, this value was explanted due to paravalvular leak and "severe" aortic insufficiency. Additional info stated there was no history of endocarditis or hemolysis and the patient had not undergone any recent medical or dental procedures. At explant, the area along the left coronary sinus was observed to be "completely dehisced" and it appeared the sutures had "pulled through the annulus" and remained attached to the valve. There was no evidence of vegetation and the rest of the valve was "firmly adhered in place". After speaking with the patient's cardiologist, the surgeon stated he had the impression the paravalvular leak started shortly after implant and worsened with time. An aortic toronto spv valve was then implanted (model spa-101-29,) and the patient was reported to have tolerated the procedure well. No additional info was received.

Event description:
The valve was explanted due to paravalvular leak and "severe" aortic insufficiency. It was replaced with a st. Jude medical valve (size and s/n unk at this time). The pt was reported to be in stable postoperative condition. Additional info has been requested.